Manufacturer narrative:
Two samples was received for quality evaluation. One sample was opened and one sample was unopened in packaging. The sample that was unopened and in the packaging was opened and handled normally. It was then primed and connected to a sample bd extension set. The simulated infusion was then conducted at a rate of 125 ml/hr for 1 hour. No issues were found with that sample. The used sample was examined and a separation was immediately identified at the distal male luer connector. Further investigation under magnification indicates that there is a lack of bonding solvent residue on the tubing surface and the inner surface of the male luer. The customer complaint of separation was confirmed. The investigation was moved to manufacturing for root cause analysis. After the investigation, the root cause of separation between tubing and male luer is related to lack of solvent between components due to incorrect use of the fixtures and not following-up correctly according to the work instructions by the assembler. A quality alert was created and communicated by production supervisor to involved personnel to inform this failure mode and reinforce follow the operations described in the standard working procedure and correct use of fixtures. A device history record review for model 2432-0007 lot number 25045490 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had separated. The following information was provided by the initial reporter: I received a product complaint from our infusion department of item ref#: (B)(4). While the tubing was being prepped for use the end of the tubing where they connected an adapter to separated without force. Only saline was running through the line at the time they found the problem, so the product had no patient interaction. I have the product now but unfortunately; I don't have a lot number. Additional information received from the customer: can you please provide an exact date of event in this format mm-dd-yyyy? This was found last week on the 11th. Was there any leakage? There was leakage where the connector connects to the tubing at the end.